Event description:
The customer did not use the device prior to the incident. Customer passed out and emergency medical technicians were called. The emergency medical technicians used their own meter to check the blood glucose and the level was 30 mg/dl. The device was then used and the result was 84 mg/dl. Customer was given an unknown drink. They alleged the device was reading wrong and caused them to get sick. Controls were not used on the system. The device was replaced and authorized for return to the manufacturer for evaluation.